Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer over-corrected for an elevated blood glucose (bg) and bg lowered to 30 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer consumed carbohydrates to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.